Event description:
The lv infusor was being used by a pt for 5fu infusion with 250mls normal saline as a diluent and a concentration of 3600mgs. This vague report of overinfusion included that the unit "fast flowed" and the infusion was completed in 3 days rather than the expected 7 days time. The infusion was via a PICC line. There are no reported pt issues that were associated with this infusion time.